Manufacturer narrative:
The product has not been returned by the facility, therefore no evaluation findings are available.

Event description:
Allegedly, per the facility, during a bluelight cystoscopy with turb procedure, the electrode broke off inside the patient. The broken part of the electrode was removed with no harm to the patient. Per the operating room nurse a new electrode was used to complete the procedure with no further intervention required.